Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: 1 sample was received regarding the stopper problem. In this piece it was possible to observe that the crown of the stem showed a failure to fill the plastic. For this problem, as possible causes are: 1) variation of machine parameters 2) partial clogging of the material injection point. Bd can confirm the defect related to the sealing of the stopper, due to the malformation of the stem during the plastic injection process. The DHR and the reported photo were evaluated. It was not possible to identify any defect during the manufacture of the product. Although it was possible to confirm the complaint based on the returned sample analysis, which the defective part presented a defect that is generated during a failure in the plastic injection in the plunger. The stopper separated because of this malformation of the plunger. Stopper angularity: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. Absence of the graduation scale printed on the syringe body: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. H3 other text : see h.10.

Event description:
It was reported that syringe plastipak 10ml s/su had a loose plunger, was missing scale markings, and the plunger was in the wrong location. The following information was provided by the initial reporter: notification: 8926. Description: disengaged / loose plunger. Notification: 8728. Description: absence of the graduation scale printed on the syringe body. Notification: 8549. Description: plunger out of the correct location.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0295101. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-29. Medical device lot #: 0223195. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 10ml s/su had a loose plunger, was missing scale markings, and the plunger was in the wrong location. The following information was provided by the initial reporter: notification: (B)(6). Description: disengaged / loose plunger. Notification: (B)(6). Description: absence of the graduation scale printed on the syringe body. Notification: (B)(6). Description: plunger out of the correct location.